Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024, the patient experienced a skin reaction with redness, drainage, and infection, extended beyond the patch perimeter. The patient was on holidays in malaysia during the event and went to the hospital once the skin reaction was noted. An ultrasound was made, and the results did not show an infection and or mayor irritation, but the patient was still prescribed an oral antibiotic to prevent an infection. At the time of the report the patient was stable. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.